Manufacturer narrative:
The customer¿s report of a cracked and leaking filter on an extension set was neither confirmed nor replicated. Each of the customer-provided tubing sets was functioning effectively throughout investigational testing. No fluid leaks occurred at any time, and no damage was observed on the filter. The root cause of a cracked and leaking filter on an extension set could not be determined.

Manufacturer narrative:
Concomitant medical products: non-cfn extension set; 2 spiro connectors; non-cfn spike adapter; 1000ml baxter bag (B)(4), lot y221507, exp: jul 18, 0.9% sodium chloride injection; therapy date: (B)(6) 2017.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported chemotherapy infusion epoh was infusing at a rate of 28 ml/hr. For 12 hrs. The user noted spots of ¿orange¿ on the bedsheet and found a crack on the filter. There was no report of patient harm.